Event description:
It was reported that during a laparoscopic hepatectomy procedure, scissoring occurred and teardrop-shaped clips was formed in a row. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The following information was requested, but unavailable: which firing of the device did this event occur on? The information was not provided from the hospital. What vessel or structure was the device fired on at the time of the event? Blood vessel. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? The information was not provided from the hospital. Was any unexpected resistance felt while firing the trigger? The information was not provided from the hospital. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No.